Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose reading was 437-595 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
No unexpected motor error alarms noted. The insulin passed displacement test, rewind test, basic occlusion test and motor test. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. 3004209178-2015-8

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.